Event description:
Complainant alleged that while attempting to defibrillate a patient (the device displayed "defib pad short" and "poor pad contact" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.